Event description:
It was reported that, "pt has chrome-cobalt allergies. Original implant was a mod-restoration/biolox v-40 head. Revision to zimmer cemented constrained-liner and v-40 to c-taper adaptor with c-taper biolox head. No other info per hospital policy."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer as device given to pt. If additional info becomes available then it will be submitted in a supplemental report.